Manufacturer narrative:
(B)(4). The dates of the events are unknown, however, the information was taken from an article dated november 2012. The information came from literature article: xu rong, et al., impact of individual and environmental socioeconomic status on peritoneal dialysis outcomes: a retrospective multicenter cohort study. Plos/one. Doi: 10.1371/journal. Pone.0050766 as the samples were not returned and the lot numbers are unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported in a literature report that 31 peritoneal dialysis (pd) patients experienced death due to undefined causes during a study on the impact of individual and environmental socioeconomic status (ses) on pd outcomes. The patient¿s were performing continuous ambulatory peritoneal dialysis therapy. The cause of death was unknown and additional information was unable to be obtained.